Manufacturer narrative:
This is one of two device reports related to the same event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and subsequently, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this same event; the associated manufacturer report numbers are 1225714-2015-06580 and 1225714-2015-06581. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest and sudden cardiac death.